Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-62-02, 6400696 - stemless humeral comp integrip, cage, size 2. 310-62-47, 6160816 - stemless humeral head 47mm x 15mm x beta.

Event description:
As reported, this 71 year old, female patient had right tsa on (B)(6) 2020. Over time, per the surgeon, the patient's rotator cuff deteriorated and the instability led to the loosening of the glenoid component. The patient was revised on 7/14/2022. There was no reported device breakage or surgical delay/prolongation. The patient was last known to be ins table condition following the event. The device is not returning per hospital policy.

Manufacturer narrative:
H3: the revision reported in was likely the result of aseptic glenoid loosening secondary to contributions from shoulder instability and rotator cuff failure. However, this cannot be confirmed as the explanted devices were not available for evaluation and radiographs were not provided.